Manufacturer narrative:
This occurred on an unknown date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tube of an amia cassette came apart and led to a leak. This occurred during an unknown cycle of peritoneal dialysis while the patient was connected. It was stated that the tube came apart from the cassette and leaked on the bottom of the amia cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.